Event description:
Covidien circular stapler 31mm-4.8mm eea which was used during surgery with ref: (B)(4), lot: p3ed0174 with expiration of 2028 was defective per surgeon. Per surgeon the stapler did not latch properly and was not sliding and acting correctly and could not be deployed. Another stapler with the same expiration and ref and lot number was brought in the room per md order and worked properly.